Manufacturer narrative:
Evaluation results: one medfusion was returned for investigation in good condition. A review of the event history log evidenced the following: "primary audible alarm bgnd test." The customer reported product problem was not replicated after an occlusion test was performed. The investigator noted the following: no physical or any other damage was found on the speaker or interconnect board. The interconnect board cable connector was glued onto the main board. The speaker was replaced as a preventive measure. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that there was a system failure with the primary audible alarm. No patient injury or complications were reported in relation to this event.